Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument misfired and bleeding occurred. The surgeon performed a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.